Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected devices were discarded and not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. No mention was made in the literature that the asahi fielder 18 guide wire was involved in the reported adverse events. Referring to known similar events, it was presumed that patient anatomy and procedural contents were most likely associated with such adverse events as cholangitis and sepsis that had occurred during this study. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [precautions] ~ if abnormal resistance is felt during use of this guide wire, stop the operation immediately. Determine the cause of resistance within the endoscope's field of view or under fluoroscopy, and take any necessary remedial action. ~ operate this guide wire or the interventional device slowly and carefully while monitoring the movement and position of this guide wire within the endoscope's field of view or under fluoroscopy. [Malfunction and adverse effects] ~ infection ~ peritonitis ~ pancreatitis ~ cholangitis ~ cholecystitis ~ bleeding.

Event description:
It was reported through literature that asahi fielder 18 guide wire might have caused or contributed to bile peritonitis, hemorrhage, acute cholecystitis, acute pancreatitis, and liver abscess. Publication: clinical endoscopy, volume 57(5); september 2024: 656-665 title: puncture angle on an endoscopic ultrasound image is independently associated with unsuccessful guidewire manipulation of endoscopic ultrasound-guided hepaticogastrostomy: a retrospective study in japan. Excerpts are as follows: [summary] background: this study aimed to assess the significance of the puncture angle on eus images and identify the most effective guidewire rescue method for patients with unsuccessful guidewire manipulation. Methods: this study was retrospectively conducted at 2 medical facilities using data obtained from 132 patients who underwent eus-hgs between may 2016 and april 2022. Fourteen (14) patients were excluded owing to poor maneuverability attributed to a 0.018-inch conventional guidewire (novagold; boston scientific). Additionally, three patients were excluded because of difficulty in inserting the guidewire into the ihbd. A total of consecutive 115 patients were enrolled. The median age was 71.0 years (range, 36-93 years), and 48 patients (41.7%) were female. Pancreatic cancer was the most common disease (41.7%), followed by bile duct cancer (27.0%). The indications for eus-hgs were unsuccessful ercp in 34 (29.6%) patients, surgically altered anatomy in 44 (38.3%), and duodenal obstruction in 37 (32.2%). Comprehensive data from all the patients were retrieved using the medical reporting system. All patients were followed up until study completion or death, with a final follow-up date of september 30, 2022. Procedures: an echoendoscope using a gf-uct260 (olympus), eg-580ut (fujifilm medical system), or eg-740ut (fujifilm medical system), was inserted into the stomach, and the puncture line was determined using eus and fluoroscopic images. The ihbd was punctured using a fine needle (19 or 22 g) while avoiding the blood vessels. After aspiration of the bile juice, a sufficient amount of contrast medium was administered to confirm the bile duct orientation. A guidewire (19 g fine needle: 0.025-inch visiglide2, olympus; 22 g fine needle, 0.018-inch fielder; olympus) was carefully inserted into the bile duct. As previously reported, dilation procedures were performed, if required, using a balloon and/or mechanical dilator (ren; kaneka or es dilator; zeon medical). Finally, plastic stents (type it; gadelius medical) or metallic stents (partially covered: niti-s; taewoong medical, egis; s&g biotech inc. Or fully covered: hanaro benefit, boston scientific) were placed over the guidewire via the eus-hgs route. When the eus-hgs+antegrade (ag) stenting was performed, an uncovered metallic stent (zilver; cook medical, zeostent v; zeon medical, or bilerush; piolax medical devices) was deployed to the ag route. In case of difficulty during guidewire insertion into the hilar bile duct, the following guidewire rescue method was performed: (1) changing to another guidewire (from a 0.025-inch visiglide2 or a 0.018-inch fielder to a 0.025-inch michisuji, kaneka or endoselecter, boston scientific); (2) liver impaction by pulling the puncture needle to the liver parenchyma and manipulating the guidewire10; (3) uneven catheter method by inserting an uneven double-lumen cannula (piolax medical devices) into the ihbd and manipulating the guidewire from the proximal port; (4) balloon method by inserting a multi-lumen balloon catheter (bouncer; cook medical) into the ihbd, inflating the balloon in the bile duct, and manipulating the guidewire from the second lumen; and (5) re-puncturing another ihbd. If any of the five steps failed, the appropriate method was used. The guidewire rescue method was selected at the discretion of the physician. Results: in 88 patients (76.5 %), a 19 g fine needle was used, and the most common puncture site was the b3 (73.0%). The median diameter of the ihbd was 5.0 mm, the median hepatic parenchyma distance was 2.4 cm, and the median puncture angles on the fluoroscopic and eus images were 100? And 95?, respectively. Aes occurred in 16 patients (13.9%) and included bile peritonitis (n=7), hemorrhage (n=3), acute cholecystitis (n=2), acute pancreatitis (n=3), and liver abscess (n=1). Guidewire manipulation was unsuccessful in 28 patients (24.3%) who required a rescue method.